Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via log file analysis. The log file captured a yellow wrench advisory/replace system controller alarm event on (B)(6) 2023 that was associated with an lcd fault code. The alarm was related to a temporary communication issue between the internal printed circuit boards. The alarm cleared and did not recur. The pump speed value matched the set speed value of 9,400 rpm for all events. The returned system controller (serial # (B)(6) was tested with laboratory equipment and the yellow wrench advisory/replace system controller alarm was unable to be reproduced. A root cause of the reported event could not be conclusively determined through this analysis. Similar issues are being tracked and monitored. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on (B)(6)2019. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarms. ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ in section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6) 2022.

Event description:
It was reported that there was a replace system controller alarm found the on the patient's history on the system controller. The patient did not ever see or hear a visible or audible alarm. The system controller was exchanged.